Event description:
It was reported that during a mini-bypass procedure, the clip dropped out when first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4).info anticipated, but unavailable at this time.